Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood on the shaft. There were numerous kinks throughout the shaft of the device. The shaft was detached and separated at the collar with some of the polytetrafluoroethylene pulled out of the collar and still attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that a catheter shaft kink occurred. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft became kinked during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was detached and separated at the collar with some of the polytetrafluoroethylene pulled out of the collar and still attached to the distal shaft.